Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 23 mg/dl. The caller also reported low battery. Reportedly, he patient had to call emergency medical services many times. The customer did not mention any symptoms of their blood glucose levels. Troubleshooting was declined for low blood glucose. The customer treated blood glucose levels with glucose tablets. The product will not be returned for analysis.